Event description:
Evaluation summary: the device was returned for evaluation. No defects or damage was present along the catheter. The balloon was perfectly folded. There was blood present on the device. During the device evaluation the balloon catheter was inflated up to 8 bar (nominal pressure). The balloon inflated according to specifications and no evidence of damage or failure appeared. The blood residue was present only outside the balloon and no holes were present. No leaks appeared along the shaft or in the hub region.

Event description:
An attempt was made to use an admiral xtreme pta balloon catheter to treat a lesion in the right renal artery with in-stent restenosis. Device was inspected and prepped before use and no abnormalities were noted. A pinnacle (6f x 10cm) sheath was advanced into the right femoral artery. No difficulty loading device onto guidewire. No resistance felt during delivery to the lesion site. Balloon passed through a previously deployed stent. Pressure was applied to the balloon but it would not inflate. No difficulties with other devices. The lesion was crossed with a maverick (2.0 x 60) balloon to predilate. Afterwards, an ultrathin (7x40) balloon was advanced to the lesion site and inflated to 8 atms. A merit medical inflation device was used for all the balloons in the procedure. No injury was caused to the patient.

Manufacturer narrative:
Results: based on the information provided no root cause can be determined. (B)(4).

Manufacturer narrative:
Results: device performed according to specifications. Results: no failure detected and product within specifications. (B)(4).